Manufacturer narrative:
Further information from the reporter regarding event, product, or patient details has been requested. No additional information is available at this time. Reason for reoperation: rupture and non-standard device.

Event description:
Healthcare professional reported "all of the relatively recent ruptured silicone gel-filled breast implants I removed in the course of my 48+ year practice life have been in sub pectoral positions. The "walls" of the very early silicone gel-filled breast implants which I used in the 70's and 80's were so thin that they often deteriorated on their own". This record is for unknown side. Device status unknown.